Event description:
The following was documented by carefusion technician support in regards to an incident reported by a user facility: "[biomed] said that the vent was reported to have been on pt when it alarmed with "invalid gas ID". The said rt swapped it out with another avea. I had (B)(6) set up vent in the biomed shop with gases and a test circuit. We ran the vent for 5 min while pulling the gas ID assy back and forth to each side to induce alarm. We could not induce. I had him remove the gas ID assy and check the pin. He said the pin is straight and not damaged but the female part on gde that it goes in to is kinda loose and can be moved around." Ventilator was on a pt. No pt injury. Field service was dispatched to the user facility.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and was unable to duplicate reported problem. He ran the ventilator while moving the gas ID assy back and forth, and was unable to induce the error. He removed the gas ID assy and inspected it. The pin was strait and measure 4.99k of resistances. No problems were found with gas ID assy. He then inspected the female input plug on the gde and was able to slightly move that around, so he disassembled the ventilator down to where he could visually see the plug on the inside of the gde (vent). No problems found there - connector was in place and tight against the end panel and wires coming from connector looked great as well. He re-assembled the ventilator and installed a new gas ID assy as a precaution. He performed operational verification procedure testing. The ventilator passed all testing and reported problem did not re-occur.